Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 6/4/2020 and 10/20/2020. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced some visual disturbances months out with the lens in the right eye. The symptoms were described as radial glare around bright lights, especially at night, described as rays of light. It was confirmed that there was no loss of 2 or more lines of bcva after implantation and the patient was not debilitated, that the patient was just bothered by symptoms. The doctor indicated that a yttrium-aluminum garnet (yag) procedure was performed on (B)(6) 2020, more for patient¿s symptoms to treat a very mild posterior capsule opacification (pco). The doctor is monitoring the patient and treating the patient for mild dryness with artificial tears. No further information was provided.